Event description:
It was reported that a spectrum infusion pump had a door error. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed alarms) but did not reproduce the reported "door error." The evaluation found fluid residue in the keyhole, not allowing the door to properly open and resulting in the reported symptom. The keyhole assembly was replaced to correct this condition.